Event description:
It was reported that a pt underwent a sling procedure in 2008. In the next day, the pt had an infection. The pt's symptoms were fever, malaise, swelling, and elevated crp (300-400). The pt was treated with antibiotics which were clindamycin or cloxacillin, initially given intravenously and later given orally.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.